Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Device evaluation: product testing could not be performed because the actual lens was not returned as it was discarded. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that while inserting the lens into the eye, as the lens opened the capsular bag was noted to be torn and the lens was drifting out of position and tilting inferior. The lens was removed and an anterior vitrectomy was performed. There was no mention if this issue was due to the lens. There was no patient injury. Lens from another manufacturer was used as the replacement lens for the patient. The explanted lens was discarded. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.